Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte retainers, patient reported upper aligners do not fit and have cause serious discomfort to their teeth and gums and chipped teeth. Requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.